Manufacturer narrative:
H3: device evaluated by mfg = not returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a right radial art line insertion procedure, the guide wire of an unspecified 'micropuncture kit' sheared off upon attempted removal and a fragment was retained in the patient. As reported, the patient was not harmed as a result of the retained fragment, which was verified by radiographic imaging. This event is identified through FDA database query and no additional details are available.

Manufacturer narrative:
Summary of event: as reported, during a right radial art line insertion procedure, the guide wire of an unspecified 'micropuncture kit' sheared off upon attempted removal and a fragment was retained in the patient. As reported, the patient was not harmed as a result of the retained fragment, which was verified by radiographic imaging. This event was identified through an FDA database query and no additional details are available. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿do not withdraw the wire guide through the introducer needle; breakage may result.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the limited information provided and the results of the investigation, cook was unable to determine a definitive cause for this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.